Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. (B)(6) 2016: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes,¿ the hernia sac was identified and dissected free from the surrounding structures. The defect was closed with sutures and bard flat mesh was placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿ the hernia defect was identified and repaired with sutures and staples.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incarcerated incisional hernia and colon perforation with abscess thereby underwent open repair with removal of bard flat mesh and implant of biological mesh. Per operative notes, ¿ the small bowel was freed from adhesions. The large perforated hole in the transverse colon and abscess within the hernia sac was identified and dissected. The omentum appeared to be necrotic. The bard flat mesh exposed to abscess and perforation was excised. The hernia defect was repaired and placed with biological mesh¿.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.